Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced pneumatic interface module. Device passed all functional and safety tests according to factory specifcations. The fat dept. Did not receive safety disk with pim. This part was received with a reported unit failure message of fails pim leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per and the cardiosave. The fat dept, performed all manifold tests and pim failed with result of leak diff pres. -184 mmhg; the factory specification is +-10mmhg and vacuum leak diff. Pre. With result of 29 mmhg; the factory specification is +- 25 mmhg. The fat dept, verified the failure message of pim leak tests fails. Pim failed testing. Retaining pim in the fat dept. As per procedure.

Event description:
It was reported that during a routine check performed by the biomed department, the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.